Manufacturer narrative:
The IFU also states "potential complications of core biopsy are site-specific and may include hematoma, hemorrhage, infection, adjacent tissue or organ injury, and pain".

Event description:
The physician was using the cassi ii rotational core biopsy system for a breast core biopsy. The patient bled and a suture was placed to stop the bleeding. The cores samples were small in size and the patient preferred to come back for an excisional biopsy rather than another core biopsy procedure.